Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported having removed the dental implant one month after its installation in intraoral region #31. No further information was provided.